Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) had increased pacing thresholds and out of range pacing impedance measurements. No adverse patient effects were reported. The rv lead was capped and successfully replaced with a competitor's product.